Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was attempted to be cleared. However, the pump became unresponsive and was unable to be turned back on. The customer's blood glucose (bg) level was impacted (455 mg/dl), as the pump was unable to be used. The customer addressed bg level with insulin pen injections. At the time of the call, the customer's bg level had lowered to the 200's range (mg/dl).